Manufacturer narrative:
(B) (4). The second xience v rx 3.0 x 15 mm (part#1009529-15/lot#unk) mentioned is being filed under the same MFR number. In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: death. Reporting rationale: the pt expired. Device issue: no device malfunction has been reported. It was reported via a trial that a xience stent was implanted in the mid left anterior descending coronary artery and another xience stent was implanted in the diagonal coronary artery on (B) (6) 2007. On (B) (6) 2009, the pt expired. The pt was taking aspirin at the time of the event. An autopsy was not performed; however, hospital records indicate cardiac arrest as the cause of death. No add'l event or pt info is available.